Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the showed the device analyzed two times with no shock advised. After the second analysis, the device prompted "change battery" one time. The third analysis prompted shock advised and a 120-joule shock was delivered successfully. All other analyses were no shock advised. After the single "change battery", there were no other "change battery" prompts recorded as reported by the end user. It cannot be confirmed from the log if the device shut off on its own inappropriately. It is noteworthy to mention the device will automatically shut down when no patient impedance is identified for a specific amount of time that is controlled through the configuration. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.